Manufacturer narrative:
(B)(4). Initial reporter address:(B)(6). Address: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there have been multiple instances where a clearlink duo-vent continu-flo solution set will not prime nor will fluid fill the tubing below the drip chamber. There was no problem with spiking the solution bags. This would only occur during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
One actual device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Additionally, companion samples were received and evaluated. Visual inspection was performed on all samples with no issues noted. Pressure test and clear passage underwater test were performed with no issues noted. Functional test was performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.